Event description:
It was reported that during a cryo ablation procedure, the physician observed blood in the et tube. The cryo procedure was stopped to assess the situation and 50cc of blood was drained from the et tube. The physician believed the mapping catheter was the cause of the bleed. No leak was observed with contrast. The patient was stabilized, however, the procedure was aborted while the patient was under general anesthesia. It was later noted that after one night in the hospital, the patient is doing well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary clinical data files were received and reviewed. The files showed at least 7 injections were performed with without any issue on the date of the event. Bleeding was observed during the cryoablation procedure. The mapping catheter was not returned for investigation. Unable to investigate the issue as the product was not returned. The reported problem does not indicate a manufacturing related defect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.